Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl; cause was not known. Reportedly, the customer lost consciousness. Emergency medical technicians (emt) administered intravenous glucose to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.